Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
It was noted during an af ablation procedure that there was a blood leak. After inserting the agilis 13f sheath into the body, there was an abnormal amount of back bleeding coming through the valve. The procedure went transseptal with an 8.5f versacross sheath and wire (boston scientific). The versacross sheath was exchanged for a 13f agilis sheath over the transseptal wire. When pulling the wire out, there was some bleed back from the agilis13f. The bleed back increased when the octaray (non-abbott) was inserted. The agilis 13f sheath was exchanged for a non-abbott product and the procedure was completed without any adverse patient consequences.